Manufacturer narrative:
The insulin pump was not received in manufacture mode. The insulin pump power up properly after battery installation. The insulin pump was received with operating currents within spec. The pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error alarm during self test and confirmed in the pump history due to cold solder joint on keypad assembly. The insulin pump was received with minor scratches on lcd window, minor scratches on case and cracked select button keypad overlay. No cracks on lcd window noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump got damaged. The customer's blood glucose was 3.3 mmol/l. Assisted customer in performing self test. The insulin pump alerted pump error. The insulin pump will be returned for analysis.